Manufacturer narrative:
The insulin pump was received missing segments due to a cracked zebra connector on the display. The insulin pump had a cracked case at the display window corner, minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had a partial display and that some lines did not show up. The most recent blood glucose reading was 180 mg/dl. No significant events leading up to the complaint were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.